Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00025.

Event description:
During preparation for a medical procedure, the hospital staff found the hub of the neuron max 6f 088 long sheath (neuron max) and penumbra system jet 7 reperfusion catheter (jet7) to be broken on the back table. Therefore, the devices were not used in the procedure. The procedure was completed using a new neuron max and a penumbra system ace 68 reperfusion catheter (ace68).

Manufacturer narrative:
Results: the neuron max was fractured approximately 0.3 cm from the hub. The neuron max was kinked approximately 6.5 cm from the hub. Conclusions: evaluation of the neuron max and jet7 confirmed that both returned catheters were fractured. If the devices were forcefully mishandled during preparation, damage such as fractures may occur. Further evaluation of the neuron max and jet7 revealed that the both catheters were kinked. These kinks were likely incidental to the report issue and may have occurred while packaging the devices for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2019-00025.